Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, unexpected restart error test, and off no power test. However, there was a compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. They were unable to perform the prime/compromised force sensor system test due to loose drive support disk. The insulin pump was received with a minor scratched display window, a cracked case at display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 324 mg/dl at the time of the incident. Customer stated that the insulin was squirting out during manual prime. Customer stated that this morning she was trying to prime the tubing but she received the alarm. Customer stated that she is on her back-up plan of injections. Customer stated that the drive support cap is protruded. Customer was explained that the possible cause of the alarm is during seating, the force sensor did not detect the reservoir. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.